Event description:
On (B)(6) 2014, the patient underwent full reimplant. The device was programmed on at the time of implant.

Event description:
Additional information was received from the physician that the infection of the device was due to patient picking at site.

Event description:
It was reported that the patient underwent vns therapy system explant due to an infection at the generator site. It was reported that both generator and lead were explanted. No cultures were performed. The surgeon observed some "puss-like fluid" during the explant. No replacement surgery is planned at this time. The explanted devices were returned to manufacturer for analysis. Analysis of the generator was completed on (B)(4) 2013. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the lead was completed on (B)(4) 2013. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.